Manufacturer narrative:
Received 1 used catheter. The visual inspection noted that the shaft was disconnected/ torn apart from the funnel. There was molding evidence found. Per the dimensional evaluation, the shaft od was measured, the result of the measurement was: 0.146¿ (specification is 0.154¿ ±0.010¿). The shaft was found within specification. A review of the spc data for the lot ngzd1206 showed the following: results in physical test. Funnel adherence strength: 7.2800 lbs to 13.5500 lbs. (Specification for 12fr is 6.5 lbs.) The reported event was confirmed with cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the shaft of the catheter was torn; however, there were no missing balloon pieces. The user alleged that this event was a result of the patient purposely damaging the catheter in an attempt to remove it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the shaft of the catheter was torn; however, there were no missing balloon pieces. The user alleged that this event was a result of the patient purposely damaging the catheter in an attempt to remove it.